Manufacturer narrative:
Date rec¿d by MFR : 23jul2019, date of report : 06aug2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18 jun 2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the touch panel can be subject to unresponsiveness. There was no patient involvement.